Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0 voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 80r6dc. Data was evaluated and the allegation was confirmed for transmitter ID 80r1rm from share support tool. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) the initial submission statement reported: it was reported that a transmitter failed error occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4). In this case, the transmitter ID reported was incorrect on the initial MDR (above). A correction would be made for the statement and the information should be entered on the follow-up report as: it was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed.

Event description:
Subsequent to the initial MDR, a correction is required.